Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. Device manufacture date: monitor 11/03/2020, belt 06/08/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. Per the continuous ECG recording, the patient was in asystole with CPR/motion artifact at 23:16:06. The patient received the inappropriate treatment at 23:18:49 on (B)(6) 2021. The patient's rhythm at the time of treatment was asystole and the patient's post-shock rhythm was asystole with CPR/motion artifact. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. It was not reported who was pressing the response buttons. The patient was in asystole with CPR/motion artifact until the electrode belt disconnection at 23:21:32.